Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels read high (>500 mg/dl) while wearing the pod longer than 48 hours. Despite delivering insulin vis syringe, patient's bg levels remained high so she called an ambulance to take her to the hospital. Symptoms reported include nausea and patient was having a hard time walking; she was also diagnosed with acute kidney injury, altered mental status and hypotension. The pod was removed and the patient was treated with an insulin drip and 7 bags of fluids; she was released (and given injectable insulin to self-treat) after spending 6 days in the hospital's intensive care unit.